Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa. The stent was not present on the balloon but did return for analysis. Deformation was evident to the returned stent. A kink was evident on the hypotube. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a non-tortuous, severely calcified lesion with 93% stenosis in the ostium left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross the lesion. The device could not be placed due to the calcific lesion. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy. The patient is alive with no injury.

Manufacturer narrative:
Additional information: it was also reported that stent dislodgement occurred when attempting to deliver the stent to the lesion. The dislodged stent was removed with a snare. Sections b.1. Adverse event or product, b.2. Outcome attributed to adverse event, and h.1. Type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: procedural images of both the right and left coronary arteries confirm the presence of a tight lesion from the ostium into the proximal lad. The lesion was pre-dilated, but it can be confirmed that the first stent failed to cross into the lad. Images with contrast injection show the presence of a sickle of calcium at the ostium of the lad, confirming what was reported from the account. The vessel was further dilated, and a stent was then successfully delivered and deployed in the target lesion in the proximal lad. No evidence of stent dislodgement or deformation is evident on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.